Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set with needleless connector experienced component separation and blood backflow during infusion. The following information was provided by the initial reporter: I was wondering if anyone else has encountered this themselves or with their staff. When attaching the j-loop during IV insertion the connector and tubing disconnected causing blood to backflow. Lot#: 22069306 exp 6/15/2027.

Manufacturer narrative:
H6: investigation summary one photo as sample was received and evaluated by our quality team. The photo clearly presented the separation at male luer end described by customer and the complaint has been verified. A physical sample was shipped and the tracking shown delivery to a location in massachusetts but after further inquiry, there was no response from customer regarding possibility of it reaching our testing facility. Without a sample for further testing, the root cause of this separation remains unknown. A device history record review for model mp5301-c lot number 22069306 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10

Event description:
It was reported that the bd maxplus pressure rated extension set with needleless connector experienced component separation and blood backflow during infusion. The following information was provided by the initial reporter: I was wondering if anyone else has encountered this themselves or with their staff. When attaching the j-loop during IV insertion the connector and tubing disconnected causing blood to backflow. Lot# 22069306 exp 6/15/27.